Event description:
It was reported that while administering external pacing to a pt the device powered itself off. It was also indicated that the device would not power on following the loss of power. The customer used another device to continue pt's care. There was no adverse effect on pt's care due to the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.